Manufacturer narrative:
The screw fracture was discovered during the reporting of the problem with the hand tap srt01. The fractured screw has not been returned and therefore cannot be verified. The screw fragment was removed with another srt01. The implant remains. The identity or lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported that the hand tap screw could not be inserted into the inner thread of the implant. The implant remains in the patient.